Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room due to dizziness. Upon device check, this pacemaker was found to have triggered a lead safety switch due to low out of range impedance measurements on the right ventricular (rv) lead. As the patient is not dependent, the dizziness did not appear to be related to the low impedances. In addition, noise was also noted on the rv lead. At this time, the device has been reprogrammed and the patient will be monitored to see if the lead safety switch triggers again. This device remains in service. No adverse patient effects were reported.